Event description:
It was reported when the leads were inserted into the stimulator testing was performed at 0.7 volts and values were >20,000 ohms. Voltage values were increased to 1.5 volts and impedances were >40,000 ohms. The lead connections were removed and cleaned multiple times and reversed in the connector block of the stimulator. It was noted all were still >20,000 and >40,000 ohms. A trailing cable and external stimulator were used to test impedances with the leads and had impedances within normal limits. Impedances were in a range of 500 ohms to 1,000 ohms. A new stimulator was opened and connected to the leads. When the new stimulator impedances were ran they were within normal limits. There were no patient symptoms or complications related to the event. Follow up reported the patient was receiving effective therapy and was doing fine.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).